Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported back check valve failure during antibiotic secondary infusion. The user noted bubbles go up the primary IV set and fill the primary drip chamber when the secondary set was unclamped. The user set up new IV sets, primary bag, and secondary bag and the infusion continued. No pt harm or medical intervention occurred. No further pt/event info was reported.